Event description:
Ous MDR: it was reported that the device was explanted and replaced after only 2 days because of no capture. During the revision, first the two leads were replaced. The pacemaker only functioned in unipolar mode with the new leads so then a new device was implanted. This device was returned for analysis. No deterioration of the patient&#62688;state of health was reported.

Manufacturer narrative:
The pacemaker was returned for analysis. Preceding the analysis, the manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. After it was received, the pacemaker underwent a status interrogation, and the memory content was analyzed. The analysis of the memory content showed that the implantation of the pacemaker was successfully concluded on (B)(6) 2016 with bipolar lead polarity. However, a short time later, a bipolar lead defect was detected by the pacemaker in both the atrium and the ventricle, which in accordance with specifications led to a switch to unipolar lead polarity. There were no indications of a device dysfunction. In a next step, the pacemaker was visually inspected, and the connection system was examined. The screws and the spring elements of the lead connections were without defects. Leads inserted as a test could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions were all within the dimensions defined by the is-1 standard. The pacemakers capability to provide therapy was tested. The anti-bradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. In addition, a long-term pacing test was performed. The pacing function showed no anomalies during the test. The device showed no limitations of its capability to provide therapy. In summary, the device was ok during the analysis, and it was within specifications both in regard to the connection system and the electronics. There was no material defect or manufacturing error.